Event description:
A tip of the device was caught on endoskeleton in cuff when advancing and re-sheathing. It caused the cuff migration. The physician placed renal stent graft as precautionary step. No pt injury happened.

Manufacturer narrative:
The device has not been returned for the eval. However, the company rep (sales and r&d) were present during the case. They were able to review the complaint device and were not able to identify any problems with the device lot history records review did not reveal and discrepancies related to the complaint event either during the manufacturing or packaging procedures. All manufacturing and qc steps were completed in accordance to manufacturing instructions. The root cause (s) of the failure remains inconclusive. Please note that no pt injury happened during this incident.